Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The element has broken off and fallen out. The device was repaired and returned to the customer. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The device was repaired and returned to the customer.

Event description:
It was reported that the spreader is damaged. During insertion of synex in situ, the element which is joined to the device, broke and fell out. No further information was provided. This is report 1 of 1 for complaint (B)(4).